Event description:
During plif surgery, the oic peek cage fractured while impacting a few times. The sales rep addressed that he did not impact it much hard but he wonders if there is a problem with the angle of impaction. The surgeon inquired if there is any way of impacting that is not recommended. Also, he would like us to investigate the fractured piece of oic peek.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.